Manufacturer narrative:
(B)(6). This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Potential part numbers 02.214.110 and 02.214.112 provided; it is unknown when was the complained screw. Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a cortical screw snapped off. The patient underwent an initial open reduction internal fixation of a proximal phalanx of a finger on (B)(6) 2016. As the surgeon was placing one of two 1.5mm cortex self-tapping screws into the bone, the head of the screw snapped off. It is unknown which screw malfunctioned: 10mm length or 12mm length. The screw head was retrieved easily and the shaft remains implanted in the patient. There was no surgical delay or fragments reported. No additional medical intervention was required and the procedure was successfully completed. This report is for an unknown screw. This is report 1 of 1 for (B)(4).